Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set disconnected from a patient¿s one-link needle-free intravenous (IV) connector. The disconnection occurred while a vancomycin treatment was running. To resolve the issue, the therapy was stopped for one day and the set was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was connected to a female luer and functional tests were performed which included an underwater pressure test, and a clear passage test. The results were satisfactory. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.